Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a trial implant procedure on (B)(6) 2020, patient experienced pain while lead was being inserted. As a result, the lead was removed and procedure was abandoned to address the issue. The pain subsided postoperatively.